Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system can expose but the live monitor was black. The fse restarted the system but it didn't resolve the issue. The fse checked the power supply of the live monitor and found it was working fine. The fse swapped the display cable to another spare monitor to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor screen was black. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site, performed troubleshooting, and adjusted the display cable of the live monitor. The device was returned to expected functionality.